Event description:
It was reported that one day after the implant procedure, the right ventricular lead dislodged. The threshold was high, no capture was noted, and r wave sensing was decreased. It was noted the patient had removed the arm immobilizer during the night. The lead was repositioned the following day and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).